Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: null, batch/lot number: 1000267393 , model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced possible infection due to drainage around the incision site leading to the procedure. There were no device malfunctions associated with the explanted ipp. No more issues were reported following the surgery. It was further reported that the physician did not characterize the nature of the discharge. The symptoms start post operatively, however the specific onset was not specified. The physician was not able to identify the type of infection the patient had. The physician did not believe the device contributed to the infection. No more information available at the moment. Should additional information become available, it will be provided.